Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. According to the account, the patient¿s outcome was not considered to be device-related. (B)(6) was reported to have been operating as intended and will not be returned for evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ dysfunction and failure (right heart failure, respiratory failure, renal failure, neurologic dysfunction, and hepatic dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists neurological dysfunction as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multi-system organ failure. The patient's post-operative course was complicated by an acute kidney injury, which required intermittent hemodialysis, as well as encephalopathy, which was reported to be possibly toxic versus encephalitis. The patient required pressors for blood pressure and did not have a meaningful neurological recovery despite negative head computed tomography scans. The family decided to withdraw care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.